Event description:
Tube was place successfully utilizing the halyard introducer kit for gastrostomy feeding tube. A post procedure c-arm CT noted a filling defect within the gastric body lying somewhat transversely which appeared to be a broken portion of the dilator contained in the kit. A loop and tri-lobed snare and ng were used to grasp the fragment and gently retract it into the esophagus without difficulty. In the upper esophagus, the loop snare became disengaged and repeated attempts could not capture the cranial end of the dilator in the upper esophagus. Under direct visualization through an endoscope, the dilator portion was entirely retrieved.